Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (belgium) received an scs system, including a surgical lead, on (B)(6) 2010. It was reported that during implant, the lead would not deliver stimulation due to unacceptable impedances. A new lead was implanted. The explanted lead was discarded by the facility. The lot number was not provided by the facility; therefore, no mfg or exp date could be determined. No pt complications were reported as a result of this event.